Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, implanting the device too close to the targeted nerve, migration, and inadvertently puncturing the bone or tissue during the procedure have been ruled out as potential causes. However, the patient is a poor surgical risk they already experienced the swelling due to diabetes and cirrhosis. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "poor surgical risks - peripheral nerve stimulators should not be used on patients who are poor surgical risks or patients with multiple illnesses, active general infections, or other potential surgical risks as identified by the clinician." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the swelling is due to the patient being a poor candidate due to age, weight, or mental capacity as the patient has diabetes and cirrhosis (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported swelling in their legs. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025. No further issues have been reported.